Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was found to be operating in safety core due to premature battery depletion (pbd). The patient is not pacemaker dependent. Device replacement is planned in the next few days. No adverse patient effects were reported.